Manufacturer narrative:
Product information has been requested but not received. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A consumer reported that post thermage eye treatment, they developed blisters on bilateral cheeks. The doctor only used 900 reps for the treatment. Post treatment the doctor provided an ice compress. The available image was reviewed, redness and scabs are scattered on the upper left cheek area around the eye. Additional information has been requested but not received.

Manufacturer narrative:
According to thermage cpt system technical user¿s manual, burns, blisters, scabbing, and scarring are known possible patent reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. No other treatment details provided, and no product returned for evaluation. Based on the available information, no causal factors can be determined, and no conclusions can be drawn.